Event description:
During a cholecystectomy the loaded endo stapler was attempted to be deployed, but malfunctioned. This required manual opening of the stapler with removal. The cystic duct avulsed during this process.